Manufacturer narrative:
Patient age/date of birth: (B)(6) 1940, patient sex/gender: male. Date of event:(B)(6) 2019. Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The a search of complaints revealed one other complaint has been received for this production order number. Investigation was reviewed and result was product met manufacturing release criteria since no lens was received for evaluation. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. Date of event: unknown/not provided. If implanted; give date: n/a (not applicable), as the lens was not implanted. If explanted; give date: n/a (not applicable), the lens was not implanted, therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) lens had a partially torn haptic during insertion. There was patient contact, however, there was no patient complication. No additional information was provided to johnson & johnson surgical vision.